Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt had to use the bathroom five to six times at night. The pt tried every program, testing each for several weeks, with no relief of symptoms. The stimulation was turned up to 8.5 volts. It was later reported that the pt had been reprogrammed several times prior to the manufacturer representative's two further attempts. There was "limited effect" of these reprogramming attempts. It was later reported that, following a x-ray, it was believed that the lead may have been located in the s4 vertebra. It was suggested that this may explain the pt's lack of therapeutic effect. Further consultation was sought to assess whether the lead is in the pt's s3 or s4 vertebra. If it was determined that the lead was located in s4, the pt was to have a lead revision performed. No info was provided related to the pt's outcome. A follow-up report will be filed if additional info becomes available.